Event description:
The hcp reported that the pump was explanted and replaced after an implant duration of 74 months due to "inaccurate reservoir readings". The pt was receiving liorsal via the drug delivery pump. No pt symptoms were reported. A follow-up report will be sent if additional information becomes available to us.